Event description:
It was reported that after the atrial leadless pacemaker (lp) was successfully fixated, the lp was unable to be separated from the delivery catheter. After multiple failed attempts to release, the lp was removed. A new lp was implanted to resolve the event and the patient was in stable condition.